Event description:
Boston scientific became aware of events through the article "nasojejunal tube-assisted endoscopic ultrasound-guided gastrojejunostomy for the management of gastric outlet obstruction is safe and effective" by dr. Praveer rai, et al. A 20mm axios stent and electrocautery- enhanced delivery system was placed in 30 patients during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) with stent placement procedures performed between august 2018 and december 2021; 26 patients had malignant gastric outlet obstruction while 4 patients had benign obstruction. According to the literature, during the procedure, one patient had stent misdeployment. The distal end of the stent was in the peritoneum while the proximal was in the stomach. Subsequently, the stent was removed and a self-expanding enteral stent was placed without any complication. Additionally, on an unknown date, ten months post procedure, one patient had stent migration. Subsequently, a self-expanding enteral stent was also placed through the fistula. Note: it was reported that the axios stent was used to treat a gastric outlet obstruction. The instruction for use (IFU) states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture." The stent is not indicated for the treatment of gastric outlet obstruction. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: rai, p., kumar, p., goel, a., singh, t.p., sharma, m. Nasojejunal tube-assisted endoscopic ultrasound-guided gastrojejunostomy for the management of gastric outlet obstruction is safe and effective. Den open. 2023;3:e210. Https://doi.org/10.1002/deo2.210. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a010402 captures the reportable event of stent migration.